Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient experienced a transient ischemic attack (tia). In (B)(6) 2013, a 27 mm watchman ® laa closure device was successfully implanted during a laa closure procedure. There were no recaptures performed during the procedure. The closure device was implanted with a complete seal and was placed distal to and spanned the entire laa ostium. In (B)(6) 2016, the patient experienced a tia, no additional actions were taken. The event was considered resolved in (B)(6) 2016.